Manufacturer narrative:
Additional information: the incompletely implanted endoanchor only penetrated the stent graft and not the vessel wall. There were no endoanchors free in the vasculature and there were no issues noted with loading and deploying the endoanchors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a 71 mm abdominal aortic aneurysm. A non-medtronic stent graft system was implanted on the same day. The heli-fx endoanchors were implanted due to concern for late failure. The proximal aortic neck diameter was 22 mm and the neck length was 26 mm. The proximal neck angulation was 85 degrees.   It was reported that during the implant procedure, 5 endoanchors were implanted in the stent graft main body. However, one endoanchor was incompletely implanted, and follow up CT approximately 4 months post implant showed that the distal endoanchor on the outer curve of the aortic neck, at the 10 o'clock position did not maintain adequate penetration into the aortic wall. The cause of the event as per the physician is unknown. No clinical sequelae were reported and the patient is fine.